Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6) ¿ the dentist reported that 2 months and 18 days after the dental implant was installed in intraoral region 5#, its non- osseointegration was observed and occlusal overload has occurred. Moreover, 35n.cm of primary stability was achieved, immediate load procedure was performed and immediate implant was done.